Event description:
Caller reported blood glucose results of 74 mg/dl and 34 mg/dl within 10 minutes on the inform system. Reported no symptoms or adverse event relative to discrepancy. She stated that there was a comment typed in with the 34 reading that states "arrest", but she doesn't know what that means and there are no notes to clarify. Strips not available for return, replacement system sent.